Event description:
It was reported that the procedure was to treat a lesion in the right peroneal artery. The 3.0x120mm armada 14 balloon dilatation catheter (bdc) was advanced and inflated to nominal pressure for 2 minutes and was removed without issues. However, a dissection occurred and a 3.0x48mm xience stent was used to treat the dissection. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
D4 - the UDI is not known as the part and lot number were not provided. The device was not returned for evaluation. The corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production record for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of vascular dissection is listed in the percutaneous transluminal angioplasty (pta) catheter, armada 14, global, instructions for use as a known patient effect. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.